Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that the partial pressure of carbon dioxide (pco2) and pressure of oxygen (co2) were drifting. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval is progress, but not yet concluded.